Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus field representative was informed that the device failed to deploy during procedure. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint of the clip not deploying was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the exact cause of the reported problem could not be identified. A likely mechanism causing the clip not to be able to detach from the device are as follows: the slider was pulled for the clipping. Due to the following compounded factors, a force of pulling the slider was reduced before it reached to the clip. Resistance between the operation wire and the coil sheath increased due to the shape of the scope or excessive angle of the scope. The amount of force required to close the clip increased due to the large amount of grasping object. The clip pipe, hook and clip arms were interfering with each other when the clip was closed. This increased the amount of force required to close the clip. A force required to close the clip did not be reach to the clip. Therefore, the limiter located in the slider broke (heard the snapping sound) before the clip completely closes. Since the limiter made a snapping noise, the user pulled the slider as he/she was misunderstanding that the clipping was completed. Since the clip was not closed completely, it could not be released. (The clip arms were being opened.). In addition, since the joint between the hook and clip arms became loose, the clip pipe, hook and clip arms interfered with each other. Since the operating portion was rotated while the clip was placed inside the sheath, a rotational force was applied to the joint between the hook and the clip arms. This likely caused the loose joint between the hook and the clip arms. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the clip cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to chapter 14, ¿emergency treatment¿.¿. ¿do not withdraw the instrument forcibly or change the angulation of the endoscope when the clip is grasping the tissue and is not released. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as perforation, bleeding, or mucous membrane damage.¿. ¿do not angulate the bending section of the endoscope or withdraw the instrument from the endoscope while the clip is grasping the tissue before being released. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿. ¿do not try to forcibly withdraw the instrument from the endoscope if the clip cannot be detached from the instrument. Forcibly withdrawing the instrument could cause patient injury such as perforation, bleeding, or mucous membrane damage.¿. ¿should the slightest irregularity and/or breakage of the parts be suspected, withdraw the instrument from the endoscope immediately according to the steps of ¿withdrawing the instrument from the endoscope¿. Otherwise, perforation, bleeding, or mucous membrane damage may result.¿ this supplemental report includes information added to d9, h3 and h4. Olympus will continue to monitor field performance for this.